Event description:
It was reported that when an asymptomatic patient presented in the hospital for normal follow-up prior to routine generator change, externalized conductors were observed. No electrical anomalies were detected. Patient will continue with routine follow-ups.

Manufacturer narrative:
(B)(4).